Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to a flattened act dome switch. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, cracked display window corners, cracked battery tube threads, and a cracked reservoir tube lip. The displacement test could not be performed due to the keypad anomaly. No moisture damage was noted to the electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 196 mg/dl. Customer stated that he received the alert after the pump got wet. Customer was asked to remove the battery and to try to dry the pump. Customer stated that the error still occurred. Customer received a replacement pump.